Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. An image of the tibial plate being implanted was provided. The hole plugs were confirmed to be missing. No further evaluation can be done with the image provided due to the quality of image. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Upon opening the tibial tray, the surgeon noted that the four plastic plugs were not included. After consideration, the surgeon elected to implant the tibial tray. No adverse events have been reported as a result of the malfunction.